Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the reporter contacted animas alleging that the time and date reset to default settings with battery changes. There was no reported patient impact associated with this complaint. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. This complaint is not being reported because the alleged malfunction is unlikely to cause an adverse event if it were to recur unless the user incorrectly sets the time or date.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.